Event description:
Complainant alleged that while attempting to treat a pt, the electrodes were unable to adhere to the pt. The electrodes lifted while doing CPR compressions and had to be repositioned. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant indicated that the electrode pads were discarded.

Manufacturer narrative:
The customer indicated that the electrodes were discarded and will not be returned; however this complaint is still under investigation.